Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped and cracked. There was a check clutch/ plunger lever error in history. Customer stated problem was verified during occlusion tests. The root cause of the reported issue was found to be clutch half's, which cleared up the problem. Replaced clutch half's, leadscrew and spring as a preventative measure.

Event description:
It was reported that an error check clutch plunger lever occurred. No patient injury was reported.